Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at the airport and was sweating and feeling shaky. A crew from the airlines called paramedics. When they arrived, they checked the patient's bg and it was 73 mg/dl. The patient was unable to check their cgm at that time due to feeling dizzy. The patient was provided glucose tablets and zofran for nausea. A cgm value of 88 mg/dl and bg value of 53 mg/dl were provided; however, it is unknown when these values were taken for comparison. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available for the time of the vent to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.